Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient also alleged difficulty breathing, shortness of breath. The device will not turn on. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report box b, g, h has been updated or corrected.